Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm sjm sã©guin semi-rigid annuloplasty ring was implanted. During procedure, after placing the device in the patient coagulopathy was reported and the patient was given fibrogen and ppsb. The patient does not have a history of a clotting disorder. On (B)(6) 2021, atrial flutter was noted and was terminated by cardioversion. The patient has a temporary pacemaker that was placed during implant procedure that can be switched to permanent if needed. The patient was reported to be in stable condition and has been discharged. It is unknown the source of the atrial flutter.(crd_985 - arb pmcf; de4019-163; (B)(4).

Manufacturer narrative:
An event of coagulopathy and atrial flutter was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.